Event description:
On (B)(6): customer reports via phone to product monitoring that during a cysto urethroscopy laserscopy stent placement procedure on a (B)(6) male the system lost fluoro. Procedure was completed with the use of a portable c-arm. No injuries to the patient were reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.